Manufacturer narrative:
Citation: klotz s et al. Transcatheter aortic valve implantation (tavi) in left ventricular assist device (lvad) patients with aortic valve insufficiency: a word of caution. Thorac cardiovasc surg 2017; 65(s 01): s1-s110 doi: 10.1055/s-0037-1598949. Date of oral presentation used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with end-stage dilated cardiomyopathy who received a medtronic heartware left ventricular assist device (lvad). Four years later the patient was found to have aortic valve insufficiency and then underwent implant of a medtronic 29-mm corevalve transcatheter valve (serial number not provided). During implantation paravalvular leakage was observed, which could not be confirmed by echocardiography. Twelve hours later the patient developed severe cardiogenic shock. Severe paravalvular leakage was then confirmed via echocardiography. The patient then underwent a valve-in-valve procedure with implant of a second medtronic 29-mm corevalve. Post procedure the paravalvular leakage had increased. The procedure was then converted to a surgery in which both corevalves were extracted and the aortic valve was closed with a park stitch. The postoperative course was prolonged due to the previous cardiogenic shock. Approximately two months later, the patient was discharged home. No additional adverse patient effects or product performance issues were reported.